Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24mm watchman flx pr0 laa closure device & delivery system (wds) was selected for use. The 24mm closure device was deployed and recaptured two (2) times. The physician decided to change to a smaller 20mm closure device. The pigtail was inserted in the laa, and contrast was injected into the laa. Contrast was visualized in the paracardial space revealing a pericardial effusion at the distal end of the posterior lobe. The 20mm device was positioned in the laa, deployed, and released. The pericardial effusion was tapped, and blood was taken out the paracardial space. The pericardial effusion subsided, but ultimately, the patient was taken to the operating room for surgery as the effusion became unstable. The closure device was explanted during surgery and the laa was ligated. There were no further patient complications, and the patient was discharged. The physician suspected that the pigtail catheter caused the effusion/perforation.

Manufacturer narrative:
B5: updated. H6: impact code added.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24mm watchman flx pr0 laa closure device & delivery system (wds) was selected for use. The 24mm closure device was deployed and recaptured two (2) times. The physician decided to change to a smaller 20mm closure device. The pigtail was inserted in the laa, and contrast was injected into the laa. Contrast was visualized in the paracardial space revealing a pericardial effusion at the distal end of the posterior lobe. The 20mm device was positioned in the laa, deployed, and released. The pericardial effusion was tapped, and blood was taken out the paracardial space. The pericardial effusion subsided, but ultimately, the patient was taken to the operating room for surgery as the effusion became unstable. The closure device was explanted during surgery and the laa was ligated. There were no further patient complications, and the patient was discharged. The physician suspected that the pigtail catheter caused the effusion/perforation. It was further reported that the blood that was removed was re-transfused.